Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that insulin pump stopped working. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer also reported that insulin pump did not gave alarm for no delivery. Customer treated by syringe and declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.